Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an 11 unit bolus. Through viewing pump history, tandem technical support identified that the customer requested and confirmed an 11-unit bolus instead of a 1 unit bolus. Subsequently, the customer experienced a blood glucose (bg) level of 45mg/dl. Customer consumed carbohydrates to address the bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.